Manufacturer narrative:
(B)(4) this is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiopulmonary arrest and expired, which is alleged to have been caused by the product administered to the patient for dialysis treatment.